Manufacturer narrative:
The us IFU states in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. An investigation has been opened to review risk documentation, and case imaging. The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient.

Event description:
A trans-aortic valve replacement (tavr) was performed on (B)(6) 2019. A manta 18f vascular closure device was used for closure. A post closure angiogram showed extravasation and that the radiopaque lock was far from the vessel. The physician advanced an 8mm x 40mm balloon from the contralateral side, inflated it at the access site, and was able to achieve hemostasis.. The manta implant was left in the patient.

Manufacturer narrative:
The complainant reported that the post angiogram showed extravasation and the lock was far from the access site indicative of a tract deployment. This was confirmed during angiogram review by essential medical. A contralateral balloon was inflated, and hemostasis was achieved. The IFU precautions in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The root cause of the extravasation is due to tract deployment. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Risk documentation was reviewed; and tract deployment is a known risk. The occurrence of this type of incident remains below risk documentation acceptable occurrence levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.